Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed low battery. The customer¿s blood glucose level was unknown at the time of the incident. . Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The device properly connected and calibrated to the glucose sensor simulator. No sensor glucose value not available alarm or calibration anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert or replace battery now alarm noted during testing or in the pump trace download.